Event description:
Patient was revised to address pain and infection. Doi: (B)(6) 2010 - dor: (B)(6) 2010 (right)

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.